Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed error 53 on screen. It alarmed again and showed battery failed. The insulin pump kept restarting on its own until after inserting a new battery. It still continues to restart after inserting a new battery. The insulin pump will return. The customer's blood sugar is 106 mg/dl.

Manufacturer narrative:
Insulin pump was not in manufacture mode. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, due to a software error. No failed battery test alarm or unexpected insulin pump restart noted. Insulin pump was received with scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.